Event description:
Case reported in american surgeon, 01-jan-99: "large bowel obstruction due to intrauterine device: associated pelvic inflammatory disease": a pt with a history of an unspecified intrauterine device inserted 30 years prior, experienced a slow, indolent course of partial large bowel obstruction. Pt presented with a 1 week history of abdominal pain, bloating and diarrhea. Pt also complained of a foul smelling vaginal discharge and a low-grade fever. There was no recent weight loss or decrease in appetite. Phyical examination revealed a distended abdomen with no masses or rebound tenderness or guarding. On vaginal examination, a pelvic mass was found. Rectal examination revealed a fullness on the anterior rectal wall. Laboratory data revealed leukocytosis and a hemoglobin of 9.3gm/dl. A pre-operative CT scan revealed a frozen pelvis mimicking a pelvic malignancy. Exploratory laparotomy revealed a firm, indurated, fibrotic reaction in the pelvis, involving the uterus, adnexa and sigmoid colon. A diverting loop colostomy was performed, a pathology revealed sulfur granules from the extracted iud that grew actinomyces. The pt was treated with metronidazole and ampicillin sulbactam. Pt subsequently had a hysterectomy performed and lysis of adhesions during a second hospitalization. During the takedown of the colostomy 6 months later, the pelvic inflammation was completely resolved. Pt recovered uneventfully. Brand of iud was not specified.